Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was not performed due to a lack of calcium. Following deployment of the valve, angiogram revealed an implant position of -1 mm on the non-coronary cusp (ncc) and -3 mm on the left coronary cusp (lcc). Angiogram also showed moderate paravalvular leak (pvl). At this point the coronary ostia was open. A post-implant bav was performed with a 22 mm balloon. The valve stayed in position. Another angiogram was performed which showed the pvl had resolved but the coronary ostia was closed. An attempt was made to cannulate the coronary ostia, but this was unsuccessful. A temporary pacemaker was placed. The patient was stable, and the femoral arteries were closed using non-medtronic closure devices. Some extravasation was observed on angiogram following closure. A femoral compression device was applied, and the patient was transferred to the intensive care unit (ICU) in stable condition. Fifteen minutes later, it was reported that cardiopulmonary resuscitation (CPR) was being performed. Following CPR, the patient was once again stable. After another fifteen minutes, the patient collapsed again and did not survive. The cause of death was unable to be determined.

Manufacturer narrative:
Additional information was received in which the physician reported that the temporary pacemaker had not caused or contributed to the event. Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic. Therefore, product analysis was not performed. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The high implant position may have been a contributing cause; per the evolut pro instructions for use (IFU), an implant depth of 1 to 5 millimeters (mm) is recommended. A post-implant balloon aortic valvuloplasty (bav) was performed and resolved the pvl but the coronary ostia closed. Per the IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. According to the physician, the cause of the right coronary artery occlusion was the post dilation. An attempt was made to cannulate the coronary ostia, but this was unsuccessful and a temporary pacemaker was placed. The cause of death was unable to be determined and the valve was not explanted. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A review of the device history record (DHR) for this valve found it was built to specification and met all inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. Updated data: b5, g1, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that according to the physician, the cause of the rca occlusion was the post dilation with the bav. The occlusion was not able to be treated. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.